Manufacturer narrative:
The device is returned and a device evaluation performed for it. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities in manufacturing, special adoption, and unevenness. There is no repair history for the deice. Upon inspection and testing, the device failed inspection due to no signal from serial digital interface (sdi)-1 and sdi-2. This is attributed to the faulty distribution (dp) board. In addition was observed heavy cosmetic paint wear and scratch on top cover, nick on front panel around usb connector that does not affect functionality and fit. The manufacturing date of the device is oct 25, 2019, but the device was delivered to the customer on may 4, 2021. The root cause for this issue cannot be conclusively determined. However, it is likely that this phenomenon occurred because static electricity was applied to the sdi port at the time of delivery and acceptance, which led to a failure of the dp board and the sdi signal was not output.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during preparation for use the device gave no image on the monitor. The issue is with the sdi outputs, dvi is working. There is no patient involvement. The device was not dropped nor came in contact with a hard surface or sharp corner. There were no error messages, alarms or alert tones associated with this event. There were no foreign objects such as hard water residue, lint or dust on the electrical contacts.